Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's analog board was removed and returned. The malfunction was not replicated or confirmed. The customer was contacted to see if replacing the analog board resolved the reported malfunction. The customer responded and confirmed that replacing the analog board resolved the reported problem with the device and it is back in clinical service.analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "ECG disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.